Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high impedance. It was noted that the lead was sensing noise which the implantable cardioverter defibrillator inappropriately detected as ventricular fibrillation and charged for shocks. No shocks were given. The physician suspected clavicular crush as the cause. The lead was capped and replaced on (B)(6) 2018. There was no complication before, during, and after the procedure.